Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 11/08/2024, it was reported that the patient experienced not being able to move, and lost consciousness. After the patient regained consciousness, they took a fingerstick and the cgm was reading 3.2 mmol/l, and the blood glucose reading was 2.1 mmol/l. The patient self-treated with a glucagon injection and a glucose drink. The patient called the hospital and was advised by the doctor to call the paramedics, but the patient stated that no paramedics were called, as they had already recovered. At the time of the report the patient was still feeling exhausted but was recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.